Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. The incident device was returned, evaluated and found to function within specification in regard to the reported condition. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the patient's tissue was not fully sealed during a laparoscopic cholecystectomy. Oozing and bleeding occurred during the procedure. Activation tones were heard, but it is unknown if regrasp alarms sounded. They did note that end tones were not heard. There was no patient injury.